Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was empirically confirmed based on the information available to date . Available information suggests patient factors likely contributed to the event as relevant comorbidities (mixed hyperlipidemia, chf) were reported. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. The complaint for stenosis has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately (B)(6) years and (B)(6) months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a viv with a 23mm sapien ultra resilia valve modified lca per proctors advice. They deployed a 23mm s3ur valve then post dilated with a 22 tru balloon. No leak and velocity of 8mm. Failure mode is unknown. Upon follow up, the vcc provided details that the patient was symptomatic prior to the intervention, experiencing exertional dyspnea and congestive heart failure. A valve'in'valve (viv) procedure was required due to severe stenosis, and the patient was ultimately discharged in stable condition.

Manufacturer narrative:
Investigation is ongoing.